Manufacturer narrative:
Image review: one static image was provided for review. The patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was not provided for review thus it was not possible to validate a good load. During deployment, the valve appeared to be significantly under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, it was not possible to rule out that a possible misload might have contributed to the under expansion or a possible infold. Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that a short delay occurred while the different valve was prepared. Per the physician, calcification of the non-coronary cusp (ncc) and a fibrous leaflet led to the under-expansion of the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012488143); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective 34fx+ procedure via the left subclavian approach, a transcatheter aortic valve was successfully loaded and screened. On initial deployment, the valve was constrained and under expanded, which was considered an infold, though not clearly visible. The valve was recaptured and deployed again, but the same issue occurred. A decision was made to discard the valve and delivery system. Pre-dilatation was performed with an 18mm true balloon. The second valve was successfully loaded, screened, and implanted.